Manufacturer narrative:
(B)(4). The homechoice (hc) device was received and evaluated. The reported issue was confirmed. The root cause of this problem was determined to be a defect of the power module assembly.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that they noticed a burning smell from the homechoice (hc) machine during drain 1 of 3. The call center staff arranged to swap the hc device. There was no patient injury or medical intervention.